Event description:
It was reported that a er320 was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the clips were not advancing when fired, then on next firing. Two clip ejected and none of them closed around the vessel. The clips were removed from the pt. A new device was used to complete the case. There was not consequence to the pt.